Event description:
Patient developed shortness of breath the evening after his second prosorba treatment. He was admitted to the hospital and diagnosed with exacerbation of his pre-existing chronic obstructive pulmonary disease and a left upper lobe solitary pulmonary nodule. He was treated with IV antibiotics, corticosteroids, nebulizers, inhalers and oxygen. This patient has a long history of copd, granulomatous disease and possible tb. His medical history also includes peripheral neuropathy, gerd and anxiety. He was discharged after 1 week.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba would suggest a contributory relationship. The prosorba column package insert lists dyspnea/shortness of breath as a possible side effect of these procedures. Patients with pulmonary disease can have difficulty tolerating fluids shifts that occur with extracorporeal procedures.